Manufacturer narrative:
(B)(4)

Event description:
A manufacturing representative reported the patient had a loss of therapeutic effect. Following the replacement of the patient's prior implantable neurostimulators (ins), the patient's therapeutic effect was less and they had an increase in headaches. During a follow up appointment, high impedances were measured on the right side. Impedances between case and zero on the right side were measured to be 3500 ohms. Impedances were measured at 0.7, 1.5, and 3.0 v. The ins was programmed to 3.0v, 210 usec, 130 hz, with unipolar settings on the right side and 3.1v, 210 usec, 130 hz, with bipolar settings on the left side. An x-ray was done. The x-ray showed the connection and extension on the right side of the patient's neck was tunneled through the thorax. The ins pocket was located on the patient's left side. The cause of the event was unknown. The patient was reprogrammed and the pulse width was decreased to 190 usec on both sides. The patient's health care provider (hcp) wanted to see if there would be a clinical improvement by switching the right lead off. The issue was not resolved at the time of this report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported they were able to reprogram around the issue by avoiding that contact. No further actions/interventions were taken. The patient was a bit better and no explant was done.